Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during bolus delivery and the load process. Customer's blood glucose level was not impacted. Customer was able to load a new cartridge successfully.